Event description:
Ous MDR - boston scientific received information that the patient with this pacemaker and with this right ventricular (rv) lead had loss of capture. The patient was then admitted for a temporary pacemaker. During an interrogation, the rv lead had more than 2500 ohms of pacing impedance measurement. Troubleshooting was done. The physician suspected a lead conductor fracture and then planned to replace the lead. The patient was doing well. No adverse patient effects were reported. The lead and the device remain in service. Additional information was requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4) 2014 - we were informed this lead was returned for analysis. The lead under complaint was subjected to an extensive analysis. Its performance was scrutinised, including a visual and an electrical inspection. The analysis of the lead revealed a damaged insulation and a fractured outer conductor coil at 27.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause of the loss of capture and high pacing impedance values mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. Further analysis revealed explantation damages i.e. Cuttings of the insulation and a damage of the lead body's distal part. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.